Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the heart chamber and when negative pressure was applied to flush prior to catheter insertion, air was aspirated. Aspirated air many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.